Event description:
While performing a left heart catheterization procedure resistance was encountered advancing the wire. The wire and needle were removed as a unit. After removal it was noted a portion of the guide wire and needle were removed as a unit. After removal it was noted a portion of the guide wire unraveled and detached in the pt's leg. The detached segment was retrieved surgically without incident. There were no pt complications involved. No further details regarding the circumstances surrounding this event are available.device labeled for single use. Patient medical status prior to event: unknown. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Invalid data - whether device used as labeled/intended.invalid data - regarding evaluation by user after event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device returned to manufacturer/dealer/distributor. The device was not destroyed/disposed of.